Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 214, 200 and 376 mg/dl. Customer was also concerned with erratic results stating that the results on his back to back tests should be closer than what they are. The customer's expected fasting blood glucose test result range is 135 - 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 182 mg/dl and 191 mg/dl using meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened about three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).